Event description:
It was reported that an inappropriate alert for automatic mode switch was observed via merlin.net. Reprogramming was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.